Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The pump was returned to the manufacturer with no information and no associated complaints.